Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Breast feeding difficulties: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Information contained in this report was previously submitted through asr / psr on 26-oct-2010.

Event description:
Patient reported that before she stopped breastfeeding she had "not enough milk production¿. This record for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture

Event description:
Patient reported that before she stopped breastfeeding she had "not enough milk production¿. This record for the left side. Device remains implanted.